Event description:
It was reported that the fenestrated bipolar forceps instrument grasping tip broke off during a da vinci hysterectomy procedure. On (B)(4) 2014, isi representative contacted the hospital representative regarding the reported complaint. It was indicated that the instrument tip broke off while cauterizing during the surgery. All fragments were retrieved using a lap grasper through the assistant port. No additional or larger incisions were made, and no post-operative tests were performed. The patient has recovered as planned and has not returned to the hospital at this time with any post-operative complications. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that both clevis ears were broken at the tip. The evidence was inconclusive, but the damage was likley to mishandling/misuse. The grips were missing from the instrument. This was likely caused by the broken clevis ears damage. One clevis ear was completely broken off and the other ear was partially broken. Internal testing was unable to replicate clevis breakage. Testing was performed by manually pushing closed grips against a force gage. Instrument was able to withstand a (B)(4) lb lateral load applied at the tips. The breakage indicates the instrument was subjected to loads greater than the material strength of the clevis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Based on the information provided, this complaint is being reported due to the following conclusions: a piece of the fenestrated bipolar forceps instrument allegedly broke off into the patient and the fragment was retrieved with a lap grasper instrument during the same procedure.